Event description:
It was reported that pump screen was dark and would not turn on, although customer indicated blood glucose stayed within normal range but did not provide a specific value. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, provided instructions to place malfunctioning pump into storage mode before return, and advised customer to manually enter pump settings and reconnect continuous glucose monitor on replacement pump, with customer acknowledging instructions and agreeing to return malfunctioning pump using prepaid label within specified time frame.